Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that the medium-large clip applier did not align. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the end of the instrument would not meet up properly so the clip would not properly sit in the device and fell out. The issue occurred during the procedure outside of the patient while loading the clip onto a medium-large clip applier. A clip fell off into the patient during the first clip application. The surgeon was able to retrieve the clip. The procedure was completed using another clip applier with no further injury to the patient and no post-operative tests performed.